Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the ICD was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Leads were inserted into all ports without difficulty. All setscrews and ports were found to be functioning normally. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) in association with the right ventricular lead exhibited greater than 2,000 ohms pace impedance in every configuration. The rv lead would not sit fully in the device header. This ICD was not utilized for service as a result. No adverse patient effects occurred in association with this reported information.